Event description:
It was reported that the physician was concerned of a right ventricular (rv) lead micro-dislodgement. The rv lead exhibited threshold measurements that had increased and were high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.